Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Therefore, evaluation could not be conducted and the clinical observation could not be confirmed and the cause could not be reliably determined. It is possible that there might have been inadequate fluoroscopic imaging prior to reaching the minimum catheter + adapter deadspace in order to visualize the embolic material before it exits the tip of the catheter which may have led to the reported issue. Per our instructions for use (IFU): ¿when injecting onyx les, fluoroscopic visualization should reveal onyx les traveling through the catheter lumen. It is recommended to obtain fluoroscopic imaging prior to reaching the minimum catheter + adapter deadspace in order to visualize the embolic material before it exits the tip of the catheter. Shake onyx les at least 20 minutes on an onyx les mixer1 at a setting of 8. Continue mixing until ready to inject onyx les. Failure to continuously mix onyx les for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery (see instructions for use). Inject onyx les immediately after mixing. If onyx les injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx les during injection.¿ the lot number for the sub-assembly, but not the overall onyx kit was received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the second injection, the onyx was not radiopaque for the first 0.01mls and reflux was only noticed after significant reflux. The onyx then became opaque. No injury reported. The patient was receiving onyx embolization to treat a previously ruptured avm. The reported device and any accessory devices were prepared as indicated in the IFU. The onyx did not sit for more than 5 minutes prior to injection and the physician injected the onyx immediately after mixing. On the first onyx injection opacity was fine and was more radiopaque at the end of the 10 minute injection. The second injection was not radiopaque for the first 0.01mls and the reflux was only noticed after significant reflux. It then became opaque. The catheters were removed and the angiographic result post procedure was as expected.